Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced a false pause episode that appears to be loss of contact. The icm remains in use. It was reported that the patient was implanted with an implantable pulse generator (ipg) around the time of pause episode. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.